Manufacturer narrative:
The investigation of pump not detected has been completed. The impella device was not returned for evaluation. The root cause of the pump stop was most likely use-related since the pump was run outside the body.

Event description:
Us complainant reported the patient was on impella cp support. A red alarm that said impella stopped occurred preventing retrograde flow. They tried powering down the automated impella controller (aic) and turning it back on. It did not work so the impella was replaced. It was discovered that the staff tried turning on the impella outside of the body. Patient outcome is unknown.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.